Event description:
It was reported that during shoulder rotator cuff repair surgery, the anchor was found fractured at the tip of anchor. The device did not break inside the patient and the patients bone quality was normal. No delays were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6 the reported 4.5 twinfix ultra pk anchor assembly, used in treatment, has been returned for evaluation. Visual assessment of the device confirmed the reported complaint of anchor breakage. The anchor has broken between multiple treads. Removal of the anchor from the inserter showed both inserter tines are intact. The condition of the device indicates it was subjected to excessive forces during use resulting in the observed damage. Per the devices instruction for use, use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. Establish axial alignment of the suture anchor to the insertion site. While supporting the insertion site, rotate the anchor clockwise into the insertion site with the insertion device using a two-finger ao technique. Continue rotating the anchor until desired placement is achieved by visual inspection. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.